Event description:
It was reported that during a ptca/stent procedure, a stent was implanted in the proximal to mid rca, resulting in a spiral dissection distal to the stent. No distal flow was observed. The pt, who was right dominant, became unstable. A second stent was deployed to treat the dissection and the pt became stable. The pt was reported to be doing well as of the date of this report.